Manufacturer narrative:
Additional information: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the battery reciprocator device was broken. Correction: this sentence was inadvertently omitted in the initial report: this is report 1 of 2 for this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reciprocator device did not work properly at first use and the blade device was not functioning as expected. There were no delays to the surgical procedure. It was reported that a spare device was not available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: evaluation update: upon further review of the device evaluation, it was determined that although the saw blade device was not available for investigation, it was determined that the failure was located on the handpiece device. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the guide sleeve was damaged in the front area of the quick coupling. It was further determined that the ball joint of the piston rod was torn. It was determined that it was not possible to attach the saw blade device to the handpiece device; therefore, it was not possible to perform all testing. It was further determined that the device failed pretest for check saw quick coupling and check saw head ratchet. It was further determined that it seemed that the battery reciprocator device got dropped. It was determined that the impact of the handpiece caused the ball joint of the piston rod to become damaged. It was further determined that the coupling tool side seized, jammed and was moving heavy. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer city was inadvertently documented as (B)(4). The city has been corrected to (B)(4). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.